Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) could not be recaptured after one deployment. The device could be got partially into the delivery system/partially recaptured but could not get it fully in. While attempting to recapture for a period of time, the tether broke. The delivery system was removed and the device was snared. A kink was noted on the proximal end of the delivery system. The leadless ipg was attempted/not used and replaced with a transvenous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.